Event description:
It was reported that the patient presented in clinic for follow-up. It was noted when the programmer telemetry wand was placed over the pulse generator, interrogation could not be performed. Despite of changing the place of wand and the programmer, the problem was not resolved. When checking the magnet rate, pacing was performed normally and there were no anomalies in battery. The check was performed again on (B)(6), 2017, the interrogation could not be performed. The device replacement was discussed. There were no adverse consequences to the patient.